Event description:
On (B)(6) 2026, the patient underwent an endovascular procedure to treat an pseudo aneurysm utilizing the gore® tag® conformable thoracic stent graft with active control system (ctagac). On (B)(6) 2026, the patient presented with a thoracic aortic rupture requiring reintervention. It was reported that the rupture occurred right above the previously implanted ctagac, in a segment described as diseased and adjacent to the proximal edge of the prior graft. To treat the rupture, an additional ctagac was deployed proximal to the existing graft, extending coverage to the affected segment. The treating physician indicated that the reported event was not believed to be related to the index device, as the pseudoaneurysm treated during the initial procedure and the subsequently ruptured aneurysm were considered separate events rather than progression of the previously treated. Condition. No imaging is available.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.